Event description:
It was reported that the customer was hospitalized. Additional details regarding hospitalization and blood glucose value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.